Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the delivery system of a 5x12 blue/aviatorplus 5x12/142p pkg could not inflate the balloon, and the balloon and stent could not be opened. The device was withdrawn from the body and another unknown stent was used to complete the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the delivery system of a 5x12 blue/aviatorplus 5x12/142p pkg could not inflate the balloon, and the balloon and stent could not be opened. The device was withdrawn from the body and another unknown stent was used to complete the procedure. There was no reported patient injury. Additional information was requested but not provided. The device was returned for evaluation. A non-sterile blue/aviatorplus 5x12/142p pkg was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, no damage or anomalies were observed via naked eye on the returned device components, the stent was still mounted in the manufacturing position. An attempt to inflate/deflate the balloon was performed, however a cracked condition on the hub was observed, thus the balloon could not be inflated. Due to the reported event, amplified images of the hub were taken. A cracked condition was noted on the hub of the unit. An analysis was performed on the cracked area of the hub that presented evidence of fatigue striations. The findings are commonly associated with conditions caused by tensile overload. It is therefore assumed that the plastic material was subjected to a tensile force that exceeded the hub component¿s yield strength prior to the observed damage. The reported ¿balloon inflation difficulty unable to inflate¿ was observed during analysis of the returned device due to a ¿luer hub cracked¿ condition noted during functional analysis preventing proper balloon inflation. However, the exact cause cannot be conclusively determined. This defect created an inability to maintain pressure within the system during attempted balloon inflation. Vision system inspection revealed fatigue striations on the cracked hub surface. This suggests that the hub was subjected to mechanical forces, such as over-torquing/overtightening, sufficient to exceed the material¿s yield threshold, ultimately resulting in structural failure. According to the instructions for use which are not intended to mitigate risk, ¿directions for use: preparation: 1. Remove the inner package from the box. 2. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. 3. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. 4. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. 5. Without twisting, slide the forming tube off the balloon. 6. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 7. Attach a three-way stopcock to the catheter¿s inflation port. 8. Purge the air from a partially filled syringe and connect the syringe to the stopcock. 9. Open the stopcock and induce negative pressure.10. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. 11. While maintaining the negative pressure, close the stopcock to the inflation port. 12. Remove the syringe and purge the air. 13. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. 14. Prepare an inflation device with diluted contrast medium. 15. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. 16. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after catheter prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the information available and the returned device evaluation did not identify any evidence of a design or manufacturing nonconformance that could have contributed to the reported event. Therefore, no corrective or preventive action is warranted at this time.